Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed pacing failure, an increase to high threshold measurements and an increase in impedance measurement caused by possible interference with the implanted back up rv lead. This observation was presented on an interrogation report due to the patient presented in the emergency room (ER) for discomfort/palpitation in the chest. It was further reported that approximately four days post ER visit, an interrogation report revealed high impedance measurements and noise on the right atrial (ra) lead caused by a possible fracture. Reprogramming was done and both rv leads, and ra lead were later capped and replaced. No further patient complications have been reported as a result of this event.